Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2009 - patient was implanted with a reconix mesh for repair of a left inguinal hernia. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The attorney's report alleges that in 2009 the patient underwent repair of a left inguinal hernia with a reconix mesh. A specific device failure was not alleged and medical records have not been provided. We have contacted the initial reporter to request additional information. A manufacturing review was performed and no evidence of a manufacturing related cause for the alleged event was found. Additionally, no sample has been returned for evaluation. This MDR includes all patient, event, and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.